Event description:
During a laparoscopic cholecystectomy, the cable began to spark and burn at the distal end about three inches from another co's dissector causing the cord to break in half. The procedure was only delayed for about five minutes because while the cord was being replaced, other work was being performed. The procedure was successfully completed without incident. The machine was another co's model.